Event description:
Doctor reported that a pt experienced swelling, infection, and no bone formation after a sinus lift procedure with pepgen p-15 and another unnamed non-densply product. The pt was treated with antibiotics and it is reasonable to assume that another procedure would be necessary to achieve the desired results.